Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 1.5, res vol 70, given 17.7. Air in tubing, no injury to patient. No further information available.